Manufacturer narrative:
Other, other text: one sample was received in used condition. During testing, water passed through the tube without problems. No bubbles or occlusions were observed. The complaint could not be confirmed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
One sample was received in used condition. During testing, water passed through the tube without problems. No bubbles or occlusions were observed. The complaint could not be confirmed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that there was a delivery issue that occurred three times with a fentanyl infusion. The allegation of malfunction is on the cadd cassette reservoir. The patient reported that two units have a "faulty minute av bubbles" in the line despite flushing. The issues reported were air bubbles and downstream occlusion. There was no report of patient injury or medical intervention as a result of this event.